Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes erratic capture and sensing thresholds, insulation failure and lead impedance >2000 ohms.